Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation, however, two images were provided. Therefore, the company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model avsm09080 vascular covered stent allegedly failed to expand. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a (B)(6) year old female weighing (B)(6) lbs.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for evaluation, however, two images were provided. Based on the available information the investigation confirmed the alleged malfunction, however a definite root cause of the reported event could not be determined. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model avsm09080 vascular covered stent allegedly failed to expand. This report was received from one source. This malfunction involved a patient with no patient consequences. The patient was a 50 year old female weighing 165 lbs.